Event description:
It was reported that (1) ax55b device was used during a low anterior resection procedure. It was reported by the rep that the surgeon resident fired the ax55b stapler across the rectum under the attendance of the surgeon. The staples did not form properly. It is possible that the black firing handle was deployed simultaneously with the white handle according to the surgeon. A second stapler was opened to complete the case and there was no consequence to the pt.